Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the valve part was damaged when attempting to place a foley catheter for urinary drainage and temperature management in the operation room.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The first photo sample shows the overview of the foley catheter with the syringe. The second photo shows the syringe with the inflation valve stem still attached to the tip. The third photo shows the tip of the syringe with the inflation valve stem attached to the tip. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector, syringe. Visual inspection of the sample noted upon visual inspection it was noted that the inflation valve was disconnected from the inflation arm. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the valve part was damaged when attempting to place a foley catheter for urinary drainage and temperature management in the operation room.